Manufacturer narrative:
The customer reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4). Case subject: there is no patient involvement. 8100 failed rate calibration. Account name: (B)(6). Account #: (B)(6). Asset name: 8100bd pump module n. America v9.33.0.50 (B)(6). Patient or user involvement: no. Patient or user harm: no. Case description: (B)(6) had a lvp8100 failed rate calibration during pm. (B)(6) replaced rate calibration, but it did not resolve the problem.